Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I processing module assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67721be01. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 67721be00, which contains the same bulk material as lot 67721be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 67721be01 was identified.

Event description:
The customer reported a false non-reactive alinity I syphilis tp and provided the following data: syphilis result was 0.68s/co s/co (reference =1.0 s/co is reactive). The sample was tested on the maccura platform, which generated a positive result of 6.524s/co. The customer stated that they reported out the positive result. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported a false non-reactive alinity I syphilis tp and provided the following data: syphilis result was 0.68s/co s/co (reference =1.0 s/co is reactive). The sample was tested on the maccura platform, which generated a positive result of 6.524s/co. The customer stated that they reported out the positive result. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 7p60 -31 / 41; with 510k/PMA/bla number k153730.